Event description:
It was reported that the patient's pump was removed due to infection. The patient had pinkness around pump incision on (B)(6) 2012, which was one day post-op of their pump implant. On (B)(6) 2012, the patient had symptoms of nausea. The patient then presented with a headache, photophobia, blood from incision, incisional would opening/drainage, and fluid in the pocket on (B)(6) 2012, and a fever on (B)(6) 2012. The patient was sent from the rehab hospital to an acute care hospital, and on (B)(6) 2012, the pump was explanted due to infection. As of the report date, the patient was in the neurological intensive care unit, post-op with an unknown status. The medication in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the onset of infection was (B)(6) 2012. The pocket infection was cultured at the previous refill on (B)(6) at implant. Additional symptoms included pain and "meningeal signs/symptoms". The patient's blood was cultured and was negative for abdominal wound staph. The patient was treated with antibiotics and was given perioperative antibiotics. The entire device system was explanted. The patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported by a healthcare provider (hcp) that the patient received perioperative antibiotics. The reporter did not believe that the infection was proven. The patient did not have meningitis. The patient had never received a pump refill. Additional symptoms included swelling. The reporter noted that the patient had factor xi deficiency.

Manufacturer narrative:
(B)(4).